Manufacturer narrative:
One opened extractor was rec'd noting the basket wires to have separated into three segments. One of the separated segments was noted to be the distal cannula creating one-half of the basket. The second detached segment measuring 1.9 cm in length noting one end to be elongated, pulled to separation and the other end separated. In viewing the wires remaining on the extractor shaft, one was noted to be 3.5 mm in length and the other measuring 2.4 cm in length. The end of the 3.5 mm wire was noted to have a pulled, elongated appearance mating one end of the 1.9 cm segment and the opposite end being separated mating the 2.4 cm segment, creating a complete loop. Due to the elongation of the wire, it appears that the wires were pulled to separation. However, at the distal end of the basket wire where the loop was formed, the wires were noted to have separated. No evidence of elongation or burns were noted to be visible on the wires. There was no add'l harm to the pt reported. Customer stated graspers were used to recover the segments from the pt. Customer also stated that they retrieved the segments from the pt's upper ureter. Unable to determine at this time what has caused this basket to separate at the loops. The basket will be forwarded to supplier for a further evaluation on the wires to determine what has caused customer difficulty. As soon as add'l info becomes available, it will be forwarded.

Event description:
Customer states: "2 pieces broke off in a pt. Doctor had to go in and retrieve. The basket broke in the ureter. Had to use graspers to retrieve pieces. Pt status is ok, doctor did not mention any damage. One procedure for event. Doctor used flexible graspers to remove pieces as well as a rigid and a ureteroscope. The pieces are taped to a piece of paper inside the bag. It looks like a loop and 1/2 of another loop."